Event description:
Litigation alleged the patient suffered physical injury, pain,bodily impairment and high levels of toxic metal in the blood stream as a result of the implanted asr hip.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Sales rep reported revision surgery on due to pain, fluid, and cup loosening.

Manufacturer narrative:
There is no new information that would change the outcome of the investigation.